Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the emergency room after receiving the patient notifier for nonsustained lead noise episodes due to mismatch between the near field and the far field channel. Device reprogramming was recommended. The device remains implanted and will continue to be monitored.